Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station would not power on. A field service engineer (fse) found that the drawer controller in drawer 3.2 had caused the medication not to power on. Fse replaced the drawer controller and the drawer module for module 3, then rebooted the system and tested the drawer for proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not turning on which may cause delay in delivering the medications since the user needed the device for surgery. However, there were no delays or adverse events or injuries reported based on this event.